Event description:
It was reported that the vns system showed a high impedance warning message at the patient's appointment. It was also mentioned that the patient saw an increase in seizures that the physician assessed to be related to the high lead impedance. The lead had been implanted over 10years at the time of the high impedance event. No known surgical intervention has occurred to date. No other relevant information has been received to date.